Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's son: the family member said that when his mother was implanted with the device in 2011 she was never seen again by the hcp. It was explained that each hcp manages their patients differently and that was a medical decision. Caller stated his mother¿s bowels became ¿twisted¿ requiring surgical intervention three times since implant; these dates were unknown and the surgeries took place in spain. His mother has been living in spain for more that 5 years and the surgeries took place in (B)(6), name of hcp unknown. Patient medical history possibly related to twisted bowels was unknown. Patient weight was unknown, however the son stated his mother is ¿slim, petite¿. The twisted bowel was resolved with surgery, but part of the bowel had to be removed. The implanting hcp in ny has since retired. Family member wanted more information about the device and again was provided patient services phone number. The son had no idea whether or not their mother's device still worked or if it was on and inquired about longevity and general information was provided. He wanted the device type/model/serial number/implant date and these were provided. The son wanted to know the incidence of twisted bowels in patients with these devices, and a patient manual including clinical studies was sent, as well as youtube link to device instruction, implant and use. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had intestine knot/bowel obstruction 4 times within the past 4 years, patient was currently in the hospital for the most recent event. The recent prior event was about 4 months ago. Patient had been hospitalized at each occurrence. There was no change in diet reported. Caller was wondering if the intestine knot/bowel obstruction could be related to the implanted device. It was reported that the patient did not have a healthcare professional (hcp) and no one had ever monitored the patient¿s device. Caller reported that the patient had not monitored her controller in the last year. Caller inquired when the ins would reach normal battery life and if it would be depleted by now. The general information was reviewed regarding normal battery depletion, but it was noted that ins would have to be checked with the patient programmer (pp) to confirm current status of the device. There was no allegation made about therapy or battery life and caller was just trying to get general information but noted that if the patient was not using the device would it be better to remove it, if the issue of the bowel obstructions was related to the device. Caller inquired when eos was reached leaving implanted devices in versus removing, both were reviewed with the caller. Caller reported that the patient does not use the pp and was wondering if there was anything else that could change stim sensation, pp and emi basics were reviewed with the caller. No complications reported. No further symptoms reported.